Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Were any staples or staple lines visible after firing the device? If yes, what was the appearance of the staples? (B-formation, irregular, legs straight)? If no, please provide details. If the device cut, but did not staple the tissue how was the transected tissue managed? Please explain.

Event description:
It was reported that in right hepatectomy procedure ,the endocutter was used two times and the third time, stapled and cut the right hepatic vein. Immediately was opened the entire staple line. The surgery was delayed 2 hours. Clamp the vein and suture it. No patient consequence reported.